Event description:
Boston scientific provided the following information: rv lead revision was scheduled d/t noise and oversensing. Programmed ddd w/ rv sensitivity 10.0mv but some pacing inhibition was present. Unable to complete the lead revision d/t bilateral venous occlusion. Temporarily programmed to doo but hr is decreasing to 30s and 40s presumably d/t pacing inhibition. Electrocautery protection mode does not have inhibition like doo so patient is programmed electrocautery protection mode currently. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.